Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation pin 2 inside the trunk cable connector was bent, causing the electrode belt to be unable to connect to a monitor. The root cause for the damaged connector pin was physical abuse. No adverse events occurred as a result of the defective electrode belt.

Event description:
10/11/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt would not communicate with a monitor.